Event description:
Customer reported to beckman coulter, inc. (Bec) that the unicel dxc 800 synchron system (dxc 800) cartridge chemistry (cc) reagent cartridges had fluid sitting on them. Customer reported that the reagent carousels also seemed to have an unusual amount of fluid on top of the flat surfaces. Customer reported that the reagent carousel cover and small reagent aspirating cover were dry. Customer reported that they discovered the excess fluid in the reagent refrigerator when the dxc 800 gave ast (aspartate aminotransferase) blank absorbance high errors. Customer reported that erroneous results were not generated. There was no report of any adverse event or injury requiring medical intervention or patient treatment. Bec field service engineer (fse) removed and replaced the reagent probe b waste valve.

Manufacturer narrative:
(B)(4).